Event description:
Pump delivered more medication than intended. On an unspecified date, the pump was programmed in the bolus only mode to deliver fentanyl 10mcg/ml, no loading dose, a 10mcg bolus dose with a 10 minute patient lockout and container size of 25o ml. This container was in patient use for 4 days. The solution container was expected to have 150 ml remaining; however, the volume remaining in the container was 115ml. The pump was removed from clinical service. There were no reported adverse patient effects. No medical interventions were required. Though requested, no additional info was provided.